Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to unknown reasons.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6) , and the reported patient outcome could not be conclusively determined through this evaluation. Additionally, review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2024, per the timestamps. Multiple, transient low flow hazard alarms were captured. A sudden decrease in estimated flow was captured on (B)(6) 2024 to 0.0 liters per minute (lpm), which lasted throughout the remainder of the file. The driveline was subsequently disconnected and the controller was shutdown on (B)(6) 2024, consistent with the reported patient outcome. No other notable pump events or alarms were captured. The pump appeared to function as intended at the set speed while the driveline was connected. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU also addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B5, relevant information re device performance. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having low flow alarms early in the morning on (B)(6) 2024 from 03:55:29 to 16:01:01. The cause was unknown. On (B)(6) 2024 at 17:35:11, the pump flow dropped to 1.8lpm. The pump flow further dropped to 0.0lpm on (B)(6) 2024 at 06:27:55. The pump flow remained at 0.0lpm throughout the remainder of the log file. Patient symptoms were unknown as the patient did not notify hospital of alarms. The patient was found already passed away due to unknown reasons on (B)(6) 2024. The death was not considered to be device related and the device operate as expected. The device would not be returned for evaluation.